Event description:
It was reported the power seal curved jaw sealer blade of the cutter did not return. The issue was found during a laparoscopic hysterectomy therapeutic procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: the returned device had no mechanical damage. When the trigger was pulled and released, it automatically returned to its original position, functional testing indicated that no failure was found from the subject device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.